Event description:
Pt was dismissed from the hosp on intravenous morphine per pca pump on 11/26/97. Medication was changed to dilaudid (2.5 mg/hr per pca pump) on 11/28/97. In programming the pump to accept mg/hr the mode was switched to ml/hr but the setting was left at 2.5 ml/hr. Pt was later found unresponsive and was hospitalized for 6 days.